Event description:
Found during routine inspection. Customer called and reported they had replaced the device's battery to address displayed icons for low battery and a service wrench but after replacing the battery, the device will not power up. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed a failure of the device to power up properly and a fault code in the device error log relating to bootup resets. Physio replaced the main pcb assembly and observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the malfunction was an inoperable microcontroller, designator u23.